Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the crossing support catheter detached during use in the left common iliac. The detached segment was successfully retrieved using a snare. The procedure was completed as a diagnostic arteriography after the tip of the seeker was successfully recovered. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection(s): the catheter was returned in two segments. The hub identified the catheter as a .018" x 135cm size catheter. Segment one measures 12.3 cm from distal tip to point of break. This segment was returned with 0.018 guidewire inserted. Segment two measures 125.9 cm from point of break to the strain relief. The breaks were examined closer under magnification (10x) and the breaks were noted to not be clean with evidence of stretching. The stretching is indicative that excessive force was applied to the catheter. The distal tip was noted to have abrasions. No other anomalies were identified. Functional/performance evaluation: due to the state of the returned sample, no functional testing could be performed. Conclusion: the investigation is confirmed for detachment as the catheter was returned in two segments. Based on the condition of the returned sample, it is likely that excessive force was applied to the catheter, causing the detachment. Based on the available information, it is possible that patient and/or procedural issues may have contributed to the reported event; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: while retracting the catheter, if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or catheter separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the catheter, introducer sheath and guidewire (as necessary) as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.